Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called with concerns about the insulin pump's functioning due to recent hyperglycemia. The customer contacted a health care professional for the high blood glucose. The customer reported having blood glucose values into the 600s mg/dl, and the value was 420 mg/dl during the call with the helpline. The customer declined troubleshooting and stated the insulin pump was not functioning correctly. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.